Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jun-03 (B)(4) (con): information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported they were charging more frequently. They used to charge the ins once a month but starting in march they have had to charge every 2 weeks or so. No further complications reported/anticipated.